Manufacturer narrative:
Event: the stargate falloposcopy catheter (lot #rd9715301) was used in a falloposcopy procedure in victoria, australia on sept 16, 1997. The device is mfg with a diamond shaped wire tip. The tip is attached to the catheter with four wires that are embedded into the catheter shaft. The device user, a physician, reported that during the procedure there was a partial dislodgment of the wires from the catheter shaft. This was visualized laparoscopically after the catheter had perforated the fimbrial section of the fallopian tube. With laparoscopic scissors, the physician chose to cut off the entire wire tip from the catheter shaft and retrieve it through the laparoscopic port. The device was returned to the co for evaluation. Evaluation: the device was visually inspected and dislodgment of two of the four wires was confirmed. Pull force test data for the wire tip was also evaluated. The pull force data from this lot exceeded the release specification and was in the same range of pull force data from seven other lots, for which no such events have been reported. A sample of sterilized catheters from eight lots, including lot #rd9715301, was also tested to determine if pull forces may have been compromised after sterilization (the original testing was doen pre-sterilization). This data additionally demonstrated that the pull forces from all lots exceeded the specification. The data from lot #rd9715301 was also in the same range of pull force data as compared to the seven other lots. Conclusion: based on the pull force evaluation, the cause of the dislodgment was determined to be unk. During discussions with the physician regarding procedure details, co reported that during fallopian tube catheterization, the fallopian tube had slipped through laparoscopic forceps and fallen into an area of adhesions in the peritoneal cavity. Co additionally reported that it had been difficult to retrieve and grasp the fallopian tube with laparoscopic forceps to bring it out of the adhesions and back into the field of view. It was durign this time that the fallopian tube could not be laparoscopically visualized, that the catheter perforated the tube, leaving the wire tip exposed in the peritoneal cavity yet hidden in the adhesions. The co concluded that the laparoscopic forceps may have accidentally grasped the wire tip while the physician was trying to grasp the fallopian tube. These type of forces would exceed the pull forces normally expected during clinical use of the device. Although this conclusion could not be corroborated by the physician, the co decided to add a warning to the product labeling stating that the device should not be grasped with laparoscopic forceps.

Event description:
Adverse event: the stargate falloposcopy catheter perorated the fimbrial section of the fallopian tube during a falloposcopy procedure. This is an anticipated adverse event as indicated in the product labeling. The physician said that no medical intervention was required to resolve the adverse event and that there were no immediate clinical sequelae. The adverse event is marked "other" because it is unk as to whether the adverse event will result in permanent impairment of body function or permanent damage to body structure. Correction made 10/30/97.